Manufacturer narrative:
The customer complained about inaccurate sensor readings from a continuous glucose monitoring (cgm) system. The user stated that the sensor readings were approximately 60 points lower than their blood glucose (bg) values, despite proper calibration using finger sticks. The case was escalated for further review. A review of the system had shown instability starting march 11, contributing to the discrepancies. By march 17, the system had reportedly stabilized, showing improved alignment between sensor and bg readings. The user was advised to continue using the system and calibrate as needed. B4. Date of this report 07 june 2025. G3. Date received by the manufacturer? 07 june 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The user reported differences between the bgm and cgm system. The case was escalated to next level support who reviewed the user's data and observed that the system was going through a period of instability. User was recommended to allow the system a few more days to stabilize, entering additional calibrations as requested. No further investigation was found necessary for this complaint.

Event description:
On march 10, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.